Event description:
The user facility reported that as a doctor was positioning the light with his right arm, the light "locked up" and the doctor claims he ruptured his biceps. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the light, and found the mount was loose and out of level. Additionally, there is possible bearing damage on the main hub. The technician also adjusted the brakes. The technician reported the light remains difficult to move. The light was installed in 1990, and is not under steris service contract. The polaris light has a recommended useful life of 10 years. The polaris surgical light maintenance manual calls for regular checks of the central hub, inspection of the brakes for drifting, and inspection of the brushes for proper operation (see page 3-4). The cause of the event was bearing damage due to extended use post expected useful life, and failure by the customer to properly maintain the light. Steris has offered the hospital a quote for a replacement light. The hospital has declined to provide any further information on the event, citing hipaa concerns.